Manufacturer narrative:
The explanted device was not returned to bsn as the ipg was discarded by the medical facility.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced as the ipg was not working. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure wherein it was unknown if electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. No further course of action will be taken. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure wherein it was unknown if electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. No further course of action will be taken. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure wherein it was unknown if electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. No further course of action will be taken. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient had to frequently charge the ipg after a previous revision procedure wherein it was unknown if electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. No further course of action will be taken. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).